Event description:
The customer reported that her blood glucose level was over 600 mg/dl. The customer declined troubleshooting. She was going to change her infusion set and call her doctor. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.